Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Additionally, it was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred while the pump was plugged in to charge. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 140 mg/dl.